Event description:
The customer nurse reported a loss of audio from the speaker at their philips information center (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.